Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline vantage that had movement/migration during the procedure. It was reported that the patient was undergoing a procedure for flow diverter treatment of an a1/a2 bifurcation unruptured blister aneurysm. The pipeline and all accessory devices were prepared per the instructions for use (IFU). The pipeline was successfully delivered and deployed. However, during removal of the delivery system, the pipeline stent moved and migrated to the a1 vessel segment, leaving the aneurysm uncovered. It was noted that there were no other side branches covered by the pipeline. A second pipeline was then required and a pipeline vantage 2.75 x 12 was implanted telescoping the first distally for full coverage and treatment of the aneurysm. The migration of the first pipeline was noted to be caused by the removal of the delivery system. There were no associated patient symptoms or other complications associated with this event. After the second pipeline was successfully implanted during the same procedure, no additional medical or surgical intervention was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.